Manufacturer narrative:
Manufacturer completed the entire form. Additional manufacture narrative: customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of user facility that device was in use with patient for approximately 24 hours when bronchoscope observed inner layer of cannula peeling away. Emergent tracheostomy tube change performed. No adverse effects to patient reported.